Manufacturer narrative:
The serial/lot number of the device could not be obtained through analysis, as the product was returned without the original pac kaging/labeling nor is it inscribed on the device itself. The product was returned for evaluation and analysis found the bur guard irrigation tube broken with a portion of the irrigation tube remaining intact on the bur guard. When viewed under magnification, the breakage location indicated that there may have been excessive force applied by the customer during use which caused it to break inadvertently. No other damages were observed on the bur guard. Based on analysis observations, the underlying cause is consistent with user misuse/mishandling of the device.

Event description:
It was reported the bur broke during a procedure. There was no reported patient imact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.